Event description:
Healthcare professional reported patient "presented material elimination of balloon via rectal without presenting symptom, probable valve problem".

Manufacturer narrative:
The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Allergan has not received the product at this time. Therefore no analysis or testing has been done. No additional information has been reported to allergan regarding the model number, serial number, the event date, explant date, diagnostic testing, patient data or further event details. Device labeling addresses the possible outcome of leakage as follows: possible complications of the use of the orbera¿ system include: intestinal obstruction by the balloon an insufficiently inflated balloon or a leaking balloon that has lost sufficient volume may be able to pass from the stomach into the small bowel. It may pass all the way through into the colon and be passed with stool. However, if there should be a narrow area in the bowel, as might occur after prior surgery on the bowel or adhesion formation, the balloon may not pass then may cause a bowel obstruction. If this occurs, percutaneous drainage, surgery or endoscopic removal could be required.

Event description:
Healthcare professional reported patient "presented material elimination of balloon via rectal without presenting symptom, probable valve problem."